Event description:
Deployed the stent, so I pulled the wire as far back as it went. The little plastic blue piece on the end of the wire broke off in the process. The stent did not release from the deployment device.